Event description:
The following has been reported: biomed reported: serial number: (B)(6). No patient reported incident. Service needed/ pump problem alert during infusionincident occurred (B)(6) 2025. Biomed testing on (B)(6) 2025 confirmed constant alert. No patient harm/infusion stoppage reported. A preliminary review identified the following issue: pneumatic valve actuation failure (valve 2). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for pneumatic valve actuation failure (valve 2). The reported issue could not be confirmed. The device was returned after a pump problem alarm occurred during an infusion. Log files were reviewed and found multiple valve 2 actuation failures. A mock infusion was run and the device completed the mock infusion successfully. The device was opened to inspect for internal damage; no damage was identified. The device was put into manufacturing mode in order to test the pneumatic system. The system was able to pass testing without failure. Despite this complaint not being confirmed, to ensure the quality of the lvp and patient care, the suspected to be intermittently failing component(s), in this case valve 2, will be replaced during repair.